Event description:
It was reported that, "custom item used no more than 10 times-lock no longer holds the cam tight enough to grab the trunnion."

Manufacturer narrative:
The sales rep confirmed that the broken instrument was discovered at the beginning of a surgery, but before any pt involvement. No adverse reactions to the pt. A supplemental report will be submitted upon completion of the investigation.